Manufacturer narrative:
A device evaluation confirmed the customer allegation. The noise in the image was due to deformed plug unit. The connecting tube was dented. Angulation in the up direction is out of standard value due to worn out angle wire. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bronchovideoscope displayed a noisy image during preparation for use for a diagnostic procedure. The procedure was completed with a similar device and there was no delay in the procedure. The device was returned and an evaluation revealed, the coating on the connecting tube was peeled off. (Over one millimetre square (1mm2)). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that physical stress caused the reported event. The event can be detected and prevented by following the instructions for use (IFU) which state: "preparation and inspection_ inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ "important information ¿ please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.